Manufacturer narrative:
The device was not returned to olympus for inspection. Based on the results of the investigation, it is possible the coated portion of the cutting wire had been rubbed due to the effect of contacting a metal area of the endoscope. However, the most probable cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the single use 3-lumen sphincterotome to the service center for a separate issue. During the device analysis, the investigation indicates that the coated potion of the cutting wire was torn, causing the cutting wire to expose was found. There was no patient involvement.